Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture (B)(6), seroma-late

Event description:
Patient reported left side pain, "inflammation of the left breast, with a progressive increase in pain, reduces my mobility and I can't sleep because of the pain, pain on the left side, heat and oedema suggesting possible capsulite, peri-prosthetic liquid, left breast nodule not device related (lipoma), recurrent covid in november 2021 not device related, (B)(6) capsule." The device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, seroma-late

Event description:
Patient reported left side pain, "inflammation of the left breast, with a progressive increase in pain, reduces my mobility and I can't sleep because of the pain, pain on the left side, heat and oedema suggesting possible capsulite, peri-prosthetic liquid, left breast nodule not device related (lipoma), recurrent covid in (B)(6) 2021 not device related, grade 3 capsule." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, h6.

Event description:
Patient's representative later reported "posterior double capsule with capsular contracture" baker grade unknown. The device has been explanted.